Event description:
It was reported that the patient presented via merlin.net transmission. Upon investigation, it was found that there was intermittent capture in one of the ventricular leads. Lead sensing and impedances were in-range. The cause of intermittent capture was unknown. No programming changes were made. The patient condition was stable and would continue to be monitored normally.